Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had pump delivery anomaly. It was reported that the pump infusion insulin was automatic. It was reported that the customer was hospitalized for hypoglycemia. It was reported that the customer refused to return the pump. It was reported that at the time, the customer's blood glucose level was normal. No further information provided.